Event description:
It was reported that this right ventricular (rv) lead recorded a gradual increase in shock impedance that reached high out of range measurements. No adverse patient effects were reported. This rv lead remains in service.